Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The table generator interface connector and cables were reseated. The system was tested and found to be working as intended and put back into service.